Event description:
It was reported that some time post chronic catheter implantation, the catheter allegedly leaked. It was further reported that the device was removed and replaced. Reportedly, the patient has pain, swelling and trachea deviation.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer and evaluation has been completed. The investigation of the reported event is currently underway. H10: b5, g4. H11: b1, d1, d4(product catalog no), h1, h6(patient). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: one hickman d/l catheter segment was returned for evaluation. Visual evaluation was performed on the returned catheter a circumferential split was noted on the catheter. The edges of the circumferential split were jagged and smooth. Further the catheter was functionally tested. The larger lumen was patent to infusion but a leak was noted on the circumferential split while infusing the smaller lumen. Aspiration through smaller lumen was unsuccessful. Therefore, the investigation is confirmed for the reported leak as a leak was noted on the circumferential split upon aspirating the smaller lumen. The investigation is confirmed for suction problem as an unsuccessful attempt was made aspirating through the smaller lumen of the catheter. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post chronic catheter implantation, the catheter allegedly leaked. It was further reported that the device was removed and replaced. Reportedly, the patient has pain, swelling and trachea deviation. The current patient status was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post chronic catheter implantation, the catheter allegedly leaked. It was further reported that the device was removed and replaced. The patient status is unknown.